Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good physical condition. The device was tested with a generator and was functional. No issues were noted when opening and closing the clamp arm.

Event description:
It was reported that during an interventional treatment procedure the guide wire coating sheared off and remained inside the patient. A 6cm piece of the zipwire coating "sheared off at the bevel of the needle". The piece remains in the patient's pulmonary artery. Another manufacturer's guide wire was attempted to be used and "the same thing happened." Additional information was requested and is not available. The procedure was completed with this device. The patient status is "ok."

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the trigger of the instrument got stuck during procedure. Surgeon had difficulty opening the jaws of the instrument during the procedure. The procedure was finished with another device without any problem. There were no adverse consequences for the patient.